Event description:
It was reported to philips that the system failed to boot due to a table height error noted on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recommended a system reboot and continued site monitoring. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).